Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at the implant site on (B)(6) 2025 (specific date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.